Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
The patient was in the hospital for one month due to a broken neck, though the patient stated this was not related to their medtronic device or therapy. During their hospital stay, the patient had an MRI. A motor stall due to MRI exposure was reported. The MRI was performed at midnight (date not specified) with a motor stall occurring at 00:29. The pump was checked at 11:00 am, eleven hours after the MRI, and the pump was stalled. The logs were checked, and the stall never recovered. It was further noted that upon looking at the logs, the pump had stalled and recovered for 30 minutes on (B)(6) 2014. The patient stated this was after an MRI. There was also mention of a motor stall that occurred on (B)(6) 2014 and did not recover until (B)(6) 2014. The reason for the stall was unknown. Other tests were performed while in the hospital including an x-ray and CT scan. Additional information was received on (B)(6) 2014 indicating that the pump was checked again (date not specified), and the pump was infusing as of (B)(6) 2014. The patient was being supplemented with oral baclofen, and they were doing well under the circumstances. Their managing physician was to send them for a pump replacement as soon as they were medically stable to have a surgery. The patient¿s multiple sclerosis symptoms were worsening. The patient came home from the hospital on (B)(6) 2014. The pump contained compounded baclofen. The patient¿s outcome was requested.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced increased spasms. The cause of the possible cervical fracture was indicated to be "not applicable". The previously reported motor stall reportedly did not recover. Troubleshooting, including a dye study was done. At the time of this report, the patient outcome was unknown by the reporter.